Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, mid lad (left anterior descending lesion measuring 2.5x14mm with 90% stenosis. Target lesion one was treated with predilation and placement of a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. Balloon withdrawal resistance was reported for the taxus liberte stent delivery balloon. Target lesion two was a de novo, proximal lad lesion measuring 3.5x8mm with 70% stenosis. Target lesion two was treated with predilation and placement of a 3.5x16mm taxus liberte stent resulting in 0% residual stenosis. There were no reported patient complications as a result of this event.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis